Event description:
The facility returned the device for service. During service the baxter repair technician noted that the pump head module failed for accuracy. The hospital representative stated that there have been no reports of any patient incident in volving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of the pump head module failing for accuracy was confirmed. The pump head module assembly was replaced. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%.